Event description:
Boston scientific crm received information that an infection of the system was discovered approximately a month and a half following implant during routine visit. The device was subsequently explanted and the lead was surgically abandoned. Neither will be returned. The system was not replaced at this time.

Manufacturer narrative:
As of today, this product has not been returned. If additional information becomes available, this report will be updated.